Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and confirmed that the x2 device was freezing. The rse assisted the customer by reloading the software using the service tool to resolve the issue. The cause of the reported problem was the software. The reported problem was confirmed. The device was corrected and returned to use. (B)(6).

Event description:
It was reported that the system is not responding. It freezes. The device was in use on a patient at the time of the event. There was no adverse event reported.